Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (via healthcare provider) who was implanted with an implantable neurostimulator (ins). It was reported that the patient (pt) has had device turned off for the past few years but this morning experienced pain from stimulation down buttock and into rectal area. The pt reported that they tried to connect to ins to ensure it was still turned off and saw an eos message. Patient services walked the pt through syncing or hitting the off button. Patient services also reviewed the eos message. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. On (B)(6) 2022, the managing hcp office called and  stated that the pt's stimulator was shocking their body and genitals. The caller stated that the pt was seeing eos and that they were on the way to the facility right now to evaluate. The caller said the pt's stimulator has been 'turned off for some time' prior to this situation. Technical services speculated on what may be causing this (emi, etc). The caller was going to call back if assistance was needed. Technical services advised starting by just trying to connect with 8840.